Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer resumed insulin delivery successfully. Customer¿s blood glucose level ranged from 150-200 mg/dl.